Event description:
The following was reported to hamilton medical ag: when we check the parts, the sensor does not pass the calibration test no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).